Manufacturer narrative:
Bayer case number:(B)(4) had mine taken out [medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("had mine taken out") in a female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6)2023 she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2025: patient details updated. Essure explant facility name updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) had mine taken out [medical device removal] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("had mine taken out ") in a female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: I want to speak to someone about essure. I received mine in (B)(6) 2003. And had mine taken out in (B)(6) 2023. I would like to speak with someone about settling out of court. Thank you. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.